Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator and health care professional. The patient needed an MRI today to possibly "switch devices", but the MRI facility would not do the MRI because the patient could not connect to the implantable neurostimulator to put the implantable neurostimulator into MRI mode. The patient reported that the stimulator stopped communicating with his equipment in late 2019/early 2020. The patient got frustrated with it and stopped charging it. The patient stated that right before 2019, he had a bad fall on a hard step that was a 3 foot drop. The device worked "funky" after that event. He fell again and it stopped connecting to the recharger at all. It was noted that the patient is no longer able to recharge the stimulator, and the patient's medical chart indicates that the spinal cord stimulation is no longer operation and the patient will be needing an implantable neurostimulator battery replacement.